Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 637 mg/dl. Reportedly, novolog insulin had been in use for more than 72 hours within pump supplies. Customer administered a bolus via the pump to address the issue. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended, and educated the customer on insulin labeling. Multiple attempts were made by tandem¿s technical support to obtain discharge date; however, customer did not reply.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site.